Event description:
It was reported that at a follow-up a manual device charge caused the patient intense muscle stimulation and pain. Audible "crackling and popping" occurred while the device was charging and a power on reset (por) eventually occurred. Interrogation post por was successful, however, charge time was not available. The device was explanted and no further patient complications were reported as a result of this event.